Manufacturer narrative:
The associated device, intended for use in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is chipped with a crack and is heavily gouged, rendering the device inoperable. The device was manufactured in 2013 and shows signs of extensive use. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: case-2021-00035777-1 smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that the jrny ii bcs art isrt trl sz 7-8 9mm rt is chipped and cracked. Incident occurred during a standard office efip inspection. No case reported; therefore, there was no patient involvement. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.